Manufacturer narrative:
Reliability analysis unable to confirm adhesive anomaly on opened/used sensors. Cannula split from tubing.

Event description:
The customer reported via phone call that the sensor was pulled out of his body. Customer had the sensor taped down properly. Customer's blood glucose was over 200 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.